Manufacturer narrative:
(B)(4). Component has been received by carefusion but is currently still under investigation. (B)(4).

Event description:
The customer reported that the battery won't hold a charge on the ltv 1200 ventilator. A third party field service engineer (fse) has replaced the internal battery and the issue was resolved. The customer reported there was no patient involvement. No other issues were noted.